Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736409, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that there was no impact to patient's outcome.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the main cart and camera cart monitors were zoomed in, and the system did not recognize or mirror video onto an external monitor. After rebooting the system while plugged into the external monitor, the login page and application screen appeared extremely zoomed in. The issue persisted after rebooting the system several times. The screen would be extremely zoomed in but would follow the mouse so that the the manufacturer representative (rep) would still be able to select applications at the far edges of the screen. The system was unplugged from the external monitor and was then rebooted. This seemed to resolve the issue and the site proceeded with the procedure. Technical services believed that the screen resolution from the external monitor was forced onto the navigation system, causing its monitors to attempt the required resolution of the external monitor. This caused less than an hour delay. It was unknown if there was patient impact.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to the zoomed in screen. A13: applicable to the system not recognizing or mirroring video. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.